Event description:
It was reported that the patient presented to one day post-implant with loss of capture exhibited by the right ventricular lead. The patient was scheduled for revision and the lead was successfully repositioned on (B)(6) 2023. There were no adverse patient consequences.